Event description:
During our routine repair process, our technician noted that an internal electrical component had emitted a spark.

Manufacturer narrative:
During our routine repair process, our technician noted that an internal electrical component had emitted a spark. As a fail-safe, the electrical circuit was permanently terminated, causing the lack of heat that prompted the consumer to return the unit to our facility. Visual inspection of the unit revealed a broken terminal at the thermostat, which had briefly sparked. Our double-insulated design restrained the spark, however, there was no contact with the fabric foundation. We also noted several other components which had been bent or broken, indicating misuse of the unit. We determined the cause of this event was misuse on the part of the consumer.